Manufacturer narrative:
The reported customer event of ivtm thermogard (sn (B)(4)) displayed had a mid:26 (low battery) and mid:11 (post nvram) error codes was confirmed during functional test. The root cause was due to a low battery, the ivtm thermogard battery was replaced to correct this issue. The investigation was performed at customer's site, zoll field service engineer provided guidance to customer's biomed to replace the ivtm thermogard battery. Following the service, the ivtm thermogard console functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no history of previous complaints reported for ivtm thermogard system with (B)(4).

Event description:
It was intially reported that the ivtm thermogard (sn (B)(4)) displayed had a mid:26 (low battery) error code, per additional information the ivtm thermogard also displayed mid:11 (post nvram) . No consequences or impact to patient. No additional information is available.